Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming motor error. She received the motor error alarm while priming the insulin pump. Customer's blood glucose level was 300 mg/dl. The customer treated her blood glucose using a syringe. She was not receiving insulin and stopped using the insulin pump. The customer started treating via manual shots. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.